Event description:
E-mail received from a patient reporting that following her initial cataract surgery she required secondary surgery to correct a dislocated intraocular lens and to remove "cataract fragments" remaining from her initial surgery.

Manufacturer narrative:
The complaint device associated with this report remains implanted. There is no evidence to suggest any fault on the part of the device design or manufacturer; therefore, no corrective action will be taken at this time.